Event description:
Customer reported receiving erratic readings on their abbott diabetes care. Customer reported receiving readings of 50 mg/dl, 280 mg/dl, 60 mg/dl, and 250 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Sensor state 7 with event code 11, 227, 224 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The sensor was sent for further investigation and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification,indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.